Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that patient presented with an infection a week after he underwent unknown procedure, weeks later on (B)(6), he was hospitalized due to cellulitis on left anterior leg.